Event description:
The customer tested his blood glucose using his contour usb and received a result of "lo". He then repeated the test on his contour meter and result was 117mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer had disposed of his strips so no product will be returned.